Manufacturer narrative:
The local area sales representative was contacted for additional information regarding the physician's name involved in the treatment. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this device reverted to safety mode. As a result, this device was explanted and successfully replaced. Other than surgery, no additional adverse patient effects were reported. At this time, this device was already returned to boston scientific, but further analysis has not been yet completed.

Event description:
It was reported that this device reverted to safety mode. As a result, this device was explanted and successfully replaced. Other than surgery, no additional adverse patient effects were reported. At this time, this device was already returned to boston scientific, but further analysis has not been yet completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this device reverted to safety mode. As a result, this device was explanted and successfully replaced. Other than surgery, no additional adverse patient effects were reported. At this time, this device was already returned to boston scientific, but further analysis has not been yet completed.